Event description:
A pt reported wearing acuvue 2 lenses while on vacation in september. The pt reported she wore the lenses in question for about 2 days and experienced discomfort in the right eye. The pt removed the lenses in the evening and said the pain and redness increased. Two days later the pt reportedly saw an ophthalmologist and was diagnosed with a corneal ulcer. The pt said a culture was taken and pseudomonas was found. The pt was treated with vigamox and the ulcer healed. The pt has a scar outside the visual axis which does not affect vision. The pt reportedly was allowed to return to contact lens wear. Spoke with an opthalmologist who the pt saw upon return who acknowledged the location of the scar as mid-peripheral. The pt did not provide the name of the ophthalmologist.

Event description:
One sealed blister received from patient, reportedly from the same multipack the lens in question came from. Results of evaluation: the parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. There was not enough solution in the sealed package to test ph and conductivity testing. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.